Manufacturer narrative:
Additional information: a1, a2, a3, d4, d6a, e3, h4, h5, h6, h11 correction h6 (component code ); b3 investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified as part of quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. The manufacturing number is (B)(4).

Manufacturer narrative:
An investigation could not be performed as the lot number associated with the reported event was not identified. Without a lot number, a review of device history records or production-specific data could not be conducted, thereby limiting the ability to perform a thorough root cause investigation. Based on the limited information provided, the reported product complaint could not be confirmed.

Event description:
"It was reported via clinical trial patient (B)(4) experience frequent uti. Relationship to study device: possible."